Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh (B)(4) sp. Z o.o. (Registration# (B)(4) ) on behalf of the importer (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo ed. Ab ltd (under registration #(B)(4)). As of 06/15/2010, that number was de activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and any medwatch reports were submitted under registration #(B)(4) or medibo (medibo medical products : nv / (B)(4)) and ah magog (arjohuntleigh magog, inc. / (B)(4)) from 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). An investigation was carried out into this complaint. Following the information received it appears most likely that during the beginning of patient's transfer from wheelchair, leg clip of the sling detached from the lug of the lift spreader bar and the resident fell on the floor. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. The opera lift as well as sling were inspected, no malfunctions were found that could have caused or contributed to the event. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Previous simulations have established this to be at minimum over 13% of the body weight of the patient. During the clip detachment the person is likely to fall away from the sling, toward the corner where the clip is not in place as shown in our simulations. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. Additionally, it was indicated that during the beginning of lifting procedure, facility staff backed up lift slightly and reached forward to push wheelchair back due to tight space. It is possible that the caregiver has not followed the labelling and has used the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the nurse. The following was reported: " when the staff member reached forward to move the wheelchair that they knocked the clip off when there was no weight in the lift." It should be emphasized that based on the information regarding patient involved in the incident, inappropriate size of sling was used. This has not impacted on the performance of the sling when using according to the IFU but this is an indication that IFU not being followed. The opera lift IFU (kpx01700.gb.issue 3 - the latest available revision of IFU) includes information about safe and correct use of the product: "warning: important: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up". Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and checking the sling and the lift before transfer. This is to be communicated to the customer.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo ed. Ab ltd (under registration #9617021). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and any medwatch reports were submitted under registration #9611530 or medibo (medibo medical products nv / 3004468271) and ah magog (arjohuntleigh magog, inc. / 9681684) from 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On (B)(6) 2017 arjohuntleigh received customer complaint with indication that during the beginning of resident transfer from wheelchair to bed, resident fell to floor. Following the information received regarding circumstances of the event: "when the staff member reached forward to move the wheelchair that they knocked the clip off when there was no weight in the lift." As a consequences resident sustained hematoma at back top of head and bruise on buttocks.